Event description:
Head seems to coming off...a magnetic cap gets detached from the base and gets stuck on the head - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b toothbrush head came off when they turned on the oral-b toothbrush and they noticed a magnetic cap got detached from the base and stuck on the head. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.